Manufacturer narrative:
The ge service rep troubleshot the system and found 4.96 v at fluoro functions pcb. He adjusted it to 5.15v. The system operates as intended.

Event description:
The customer reported that the system displayed a fatal error on the workstation.